Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No unexpected no delivery alarms or motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a broken belt clip slot.

Event description:
Customer reported that there is a motor error alarm. The blood glucose reading is 161 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.